Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. D4: batch # u5dr5c. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the anvil bent upwards and two gst60g reloads present. The reload (c) was received partially fired 2/3. The reload (d) was received fully fired. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Upon visual inspection of one photo, the following was observed: the photo shows a device from an anvil area and the knife slot can be seen damaged. Based on the photo the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Reversed again. If yes, did the jaws eventually open? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic right upper lobectomy surgery, after the fifth firing, noted that the anvil was damaged (bent outward), changed to another device, and fired, the device could not fire after fired 1/2, open the jaw, and noted the anvil was bent upward. Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.